Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 215cc smooth mentor memorygel breast implants experienced right-sided capsular contracture (grade unknown) and left-sided wound infection postoperatively. The patient underwent a breast lift after three months, and the patient also reported experiencing unexplained systemic symptoms one year postop, including wound healing complications, hair loss, acne, elevated wbc count, body inflammation and felt puffy, eyes sensitive to light and can¿t focus or see well, digestion issues, bloating, constipation, diarrhea, and the right breast was different and hardened. As a result, the patient underwent explantation without replacement in (B)(6) 2020. The patient reported improvement in symptoms post explantation. This medwatch report is for the right-sided implant.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7614836 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).